Event description:
A report was received that the while the patient was in the ICU for kidney failure, the patient passed away. No further details are available at this time.

Event description:
A report was received that while the patient was in the ICU for kidney failure, the patient passed away. No further details are available at this time.

Event description:
A report was received that the while the patient was in the ICU for kidney failure, the patient passed away. No further details are available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 70cm paddle lead it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's death was not device or procedure related. The physician indicated that the cause of death was kidney failure and that the "stress of surgery" alone exacerbated the pre-existing kidney disorder.